Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that there was a leak at the site were the reservoir is connected to the catheter. Customer also stated they experienced high blood glucose level. Customer performed displacement test and it was passed. Troubleshooting was performed. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.